Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue. Reportedly, the blood glucose was around 500 mg/dl. Additionally, it was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's bg level was 554 mg/dl. Customer¿s parents delivered a bolus via the pump and manual insulin injection. The customer went to the emergency room with high ketones and vomiting. Customer was treated intravenously with saline and insulin. Customer was released from the hospital the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."